Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the mildly tortuous and calcified coronary artery. A 1.25mm rotapro was selected for percutaneous coronary intervention (pci) procedure. During draw test, the rotawire broke outside the patient. The procedure was cancelled. No patient complications were reported.